Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered from pain and discomfort on account of her asr left hip implant. Litigation further alleges that it became increasingly painful for the patient to walk, move her legs, and rise from a seated position. Litigation further alleges that the patient had to undergo revision surgery to replace her asr hip implant.